Event description:
It was reported that the patient was unable to adjust his stimulation. It was noted that a power on reset (por) condition occured and the patient saw a por message and the 'call your doctor' icon on the screen. The patient was assisted with clearing the por message. Additional information was requested but not available at the time of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).